Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the pump cancelled a bolus without user intervention. The patient reported that on (B)(6) 2012, he programmed a bolus from the pump and while watching it count down it cancelled on its own. The patient confirmed no buttons on the pump were pressed and no alarms were received at the time the bolus was cancelled. The patient stated the meter remote was not with him at the time of the event. At the time of troubleshooting, review of bolus history revealed a bolus of 3.5 of 4.55 was cancelled. The patient denied any issues with keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the bolus history shows that on (B)(6) 2012 at 16:53 a 4.55 unit bolus was programmed with the meter. Only 3.55 units of this was delivered due to an rf timeout error. The meter remote was not returned with the pump for investigation. The keypad buttons were tested and no hypersensitivity was observed. A 10 unit audio bolus and a normal 10 unit bolus were successfully performed and both were accurately recorded in the pump history. The pump was paired with a test meter and a 10 unit bolus was successfully performed from the test meter. The complaint could not be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.